Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 32 mg/dl. The customer also reported that he was hospitalized on (B)(6) 2014 because of his low blood glucose level. His low blood glucose level was corrected by eating a sandwich. He was wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.